Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, reservoir and detached inlet tube with connector were received for evaluation. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump. These were not sites of leakage. Abrasion was also noted on the shorter exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted in the apex of cylinder 2. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Partial separations within abrasion were noted on the inlet tube. This was not a site of leakage. No functional abnormalities were noted with the inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the apex area of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2015 and removed/replaced on (B)(6) 2021 due to the cylinders filled not effective and in (B)(6) 2021 titan stopped working. Additional information received indicated that there was damage in the tube near cylinder and reservoir.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to damage to the tube near the cylinder and reservoir that prevented the device from working.